Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; two events were confirmed during testing. The devices were found to be affected by paint chips coming from the device and broken-down lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices were reportedly overheating and paint chips were coming from the device. There was no patient involvement; no patient impact.